Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory diseases'), endometritis ('endometritis') and pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin;clavulanic acid (augmentin) (B)(6) 2011, clindamycin (B)(6) 2011, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression"), vaginal haemorrhage ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexuall intercourse)"), fatigue ("fatigue") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, endometritis, depression, vaginal haemorrhage, anxiety, hypersensitivity, bladder disorder, urinary tract disorder, dyspareunia, fatigue and urinary tract infection outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hypersensitivity, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2006. She received treatment for pelvic/ abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal infection. Discrepant information regarding essure confirmation test- previously reported hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Have you had your essure (or any part of the device) removed? No. (Discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: there are metallic clips in the adnexal regions bilaterally. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media: endometritis, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received. Reporter's information added.event: uti were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory diseases'), endometritis ('endometritis') and pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin;clavulanic acid (augmentin) from (B)(6) 2011 to (B)(6) 2011, clindamycin from (B)(6) 2011 to (B)(6) 2011, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression"), vaginal haemorrhage ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexuall intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, endometritis, depression, vaginal haemorrhage, anxiety, hypersensitivity, bladder disorder, urinary tract disorder, dyspareunia and fatigue outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hypersensitivity, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2006. She received treatment for pelvic/ abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal infection. Discrepant information regarding essure confirmation test- previously reported hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test have you had your essure (or any part of the device) removed? No. (Discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: there are metallic clips in the adnexal regions bilaterally.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were reported via social media: endometritis, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: reporter information updated, new events allergic or hypersensitivity reaction, bladder or urinary problems or changes, dyspareunia (painful sexuall intercourse) and fatigue added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory diseases'), endometritis ('endometritis') and pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin;clavulanic acid (augmentin) from (B)(6) 2011 to (B)(6) 2011, clindamycin from (B)(6) 2011 to (B)(6) 2011, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression"), vaginal haemorrhage ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexuall intercourse)"), fatigue ("fatigue"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, endometritis, depression, vaginal haemorrhage, anxiety, hypersensitivity, bladder disorder, urinary tract disorder, dyspareunia, fatigue, urinary tract infection and post procedural complication outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and bacterial vaginosis had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hypersensitivity, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2006. She received treatment for pelvic/ abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal infection. Discrepant information regarding essure confirmation test- previously reported hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Have you had your essure (or any part of the device) removed? No. (Discrepancy noted as per pfs). She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: there are metallic clips in the adnexal regions bilaterally. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media: endometritis, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added event post procedural complication, bacterial vaginosis. Outcome of events bacterial vaginosis was updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory diseases'), endometritis ('endometritis') and pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin sodium;clavulanate potassium (augmentin) from 7-jan-2011 to 21-apr-2011, clindamycin from 7-jan-2011 to 21-apr-2011, escitalopram oxalate (lexapro) from 7-jan-2011 to 19-jan-2012 and paracetamol (acetaminophen) since february 2006. On (B)(6) 2006, the patient had essure inserted. In february 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression"), vaginal haemorrhage ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic inflammatory disease, endometritis, depression, vaginal haemorrhage and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2006. She received treatment for pelvic/ abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal infection. Discrepant information regarding essure confirmation test- previously reported hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Have you had your essure (or any part of the device) removed? No. (Discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: there are metallic clips in the adnexal regions bilaterally. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media: endometritis, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received: new events: pelvic inflammatory disease, endometritis, (vaginal bleeding, vaginal infection and mental anguish), new reporter, patient height, event psych injury updated to depression, concomitant medication and lab test updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory diseases'), endometritis ('endometritis') and pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candida vaginal, back pain, hernia repair and c-section. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression"), vaginal haemorrhage ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexuall intercourse)"), fatigue ("fatigue"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, endometritis, depression, anxiety, hypersensitivity, dyspareunia, fatigue and post procedural complication outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection and bacterial vaginosis had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hypersensitivity, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2006. She received treatment for pelvic/ abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal infection. Discrepant information regarding essure confirmation test- previously reported hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Have you had your essure (or any part of the device) removed? No. (Discrepancy noted as per pfs). She received treatment for events pain and bleeding, bladder/ urinary problem. Concomitant drug was augmentin, acetaminophen, clindamycin, lexapro. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: there are metallic clips in the adnexal regions bilaterally. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media: endometritis, pelvic inflammatory disease. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received. Medical history was added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory diseases'), endometritis ('endometritis') and pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin;clavulanic acid (augmentin) from (B)(6) 2011, clindamycin from (B)(6) 2011, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression"), vaginal haemorrhage ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, endometritis, depression, anxiety, hypersensitivity, dyspareunia, fatigue and post procedural complication outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection and bacterial vaginosis had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hypersensitivity, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2006. She received treatment for pelvic/ abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal infection. Discrepant information regarding essure confirmation test- previously reported hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Have you had your essure (or any part of the device) removed? No. (Discrepancy noted as per pfs). She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: there are metallic clips in the adnexal regions bilaterally. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media: endometritis, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event vaginal haemorrhage, bladder disorder, urinary tract disorder and urinary tract infection were updated from unknown to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory diseases'), endometritis ('endometritis') and pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin;clavulanic acid (augmentin) from (B)(6) 2011 to (B)(6) 2011, clindamycin from (B)(6) 2011 to (B)(6) 2011, escitalopram oxalate (lexapro) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), depression ("psych injury / depression"), vaginal haemorrhage ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, endometritis, depression, anxiety, hypersensitivity, dyspareunia, fatigue and post procedural complication outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection and bacterial vaginosis had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hypersensitivity, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2006. She received treatment for pelvic/ abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal infection. Discrepant information regarding essure confirmation test- previously reported hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test have you had your essure (or any part of the device) removed? No. (Discrepancy noted as per pfs). She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: there are metallic clips in the adnexal regions bilaterally.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were reported via social media: endometritis, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2006. She received treatment for pelvic/ abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury and bladder/urinary problems: vaginal infection were added. Event outcome updated for: physical pain/pelvic pain/chronic. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.